Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection and photographic imaging inspections. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The residual gas analysis (rga) test could not be performed due to damage during failure analysis. The internal visual inspection revealed a resistor with a corroded trace. The rga test was compromised while attempting to measure internal gas composition. However, it is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal, which was concluded from the internal visual inspection. Moisture admitted into this device resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. Device testing was attempted, however, lock could not be achieved. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.